Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified low scan result on the ADC device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced hyperglycemia, vomiting, and was unable to self-treat. The customer self-presented to the hospital and required administration of unspecified intravenous fluid, vomiting medicine, and other unspecified medicine from healthcare professional (HCP) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.